Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose results. Customer is concerned with tests results from results obtained of 252 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 135 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 330 mg/dl and 342 mg/dl using truebalance meter. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 05/21/2020 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1 :236mg/dl date: (B)(6) 2018 time:1:00pm fasting; result 2 :252mg/dl date: (B)(6) 2018 time:12:58pm fasting; result 3 :203mg/dl date: (B)(6) 2018 time:10:04am fasting; result 4 :189mg/dl date: (B)(6) 2018 time:8:58am fasting; result 5 :167mg/dl date: (B)(6) 2018 time:9:54am fasting.